Event description:
Doctor was operating on a patient, fired clip applier and it "was sticking to the tissue and would not come off". He carefully removed it from the patient and immediately handed it off the field. No injury to the patient.